Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue caused a delay of approximately 20 minutes during a neurovascular procedure and the procedure was completed after the customer restarted the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor failed to display images and change templates. Upon functional testing, the fse identified an issue with the flex vision pc software. To resolve the reported issue, the fse cleaned all the boards on the flex vision pc, reinstalled the operating system and application. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.